Manufacturer narrative:
An event regarding dislocation involving a tritanium acetabular shell was reported. The event was not confirmed. Method & results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: no patient medical records were available for review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was originally a rejuvenate femoral stem patient. She was revised on (B)(6) 2015. Her original cup was left implanted. She has since dislocated. Surgeon is revising the shell and re-implanting a new shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital retained implant.

Event description:
Patient was originally a rejuvenate femoral stem patient. She was revised on (B)(6) 2015. Her original cup was left implanted. She has since dislocated. Surgeon is revising the shell and re-implanting a new shell.